Manufacturer narrative:
Please note that this product is not available for analysis as stated. Additional information will be provided within 30 days of receipt.

Event description:
Approximately three months after implantation of two cypher stents, the patient was re-admitted in 2008, with chest pain, shortness of breath, and diaphoresis. Cardiac enzymes were performed and the patient was described to experience a non-st elevation myocardial infarction. Coronary angiography identified a thrombotic lesion at the target lesion in the lcx. The lesion was treated with percutaneous transluminal coronary angioplasty (ptca) the following day. The patient was discharged in stable condition one week later. The patient was admitted nine months later, with epigastric pain radiating to the chest. The pain was relieved with nitroglycerine. Admission ECG was performed. Coronary angiography revealed 95% in-stent diameter stenosis in the proximal left circumflex (lcx). Successful percutaneous coronary intervention in the same month, deployed two cypher stents, measuring 2.5mm x 13mm and 2.5mm x 8mm to the proximal lcx. There was 0% residual stenosis and timi 3 flow post procedure. The patient was discharged in stable condition three days later.